Event description:
It was reported the battery depleted after twelve months of use. The patient was not able to use the stimulator with their patient programmer anymore. The device was replaced and the electrode was changed. According to the physician the settings could explain high battery consummation; however, they could not be sure. A longevity calculation was done and showed depletion would be 6 months. It was reported the life-span of the battery was twelve months. Consequence due to battery depletion was total loss of therapy. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event end date was (B)(6) 2013. The patient was hospitalized from (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.